Event description:
A system alarm occurred during a routine hemodialysis treatment. The operator was unsure how to recover, so they disconnected without performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing troubleshooting of the alarm or rinseback as directed in the user's guide. The user's guide provides adequate instructions for troubleshooting system alarms. Facility staff was notified and will provide add'l training regarding troubleshooting of alarms. There have been no similar problems reported subsequent to this event. There is no evidence of a device malfunction. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No add'l info will be provided.